Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2016. The incident device was discarded by the hospital and is not available for evaluation. Review of the manufacturing records found the product was released meeting specification. If additional information pertinent to the incident is obtained a follow-up report will be submitted

Event description:
The customer reported that the patient underwent mw ablation for three metastases in the left lung, approx. 7 mm, 8 mm and 10 mm. Each lesion was ablated for 1 min at 100 w. The patient developed a small pneumothorax requiring a chest drain. The doctor's report states small anterior pneumothorax treated with thalquick drain. The antenna was discarded by the hospital and is not available for evaluation.